Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's son had an issue with the keypad on the insulin pump. The customer's blood glucose level was 220 mg/dl. Customer continued to have issues with the keypad even after changing the battery of the insulin pump. Insulin pump will be replaced. No additional information provided.